Manufacturer narrative:
Event was incorrectly entered in initial report. Complaint is reportable and has been updated to reflect the correct reportable event. Codes were corrected to reflect the event.

Event description:
It was reported that an 840 ventilator failed power on self-testing (post). The ventilator was not in use on a patient at the time of the reported condition. A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a 840 ventilator would not pass est (extended self test) due to a compressor issue. The issue was discovered during testing, with no patient involvement. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. In order to address the reported condition, they replaced the compressor outlet filter. The fse performed self-testing on the device and all tests passed.

Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury.